Event description:
It was reported that there was damage to the pump housing, particularly at the usb port, which affected the customer's ability to charge the pump, though the pump did not shut down. There was no report regarding any specific adverse impact on the customer¿s blood glucose level, as information was declined. The customer was informed that a replacement pump was necessary, as it was still under warranty. Technical support arranged to replace the pump and instructed the customer to continue using the current pump until the replacement arrived. The customer was also guided on how to return the damaged pump using a pre-paid label and return box.